Event description:
The customer reported via phone call that the insulin pump was squirting out insulin and the numbers on the display would not scroll up. The customer also stated that the device was stuck in the prime/rewind loop. Blood glucose level was 126 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform prime/a33, basic occlusion and occlusion tests due to physical damage. The insulin pump has broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.